Event description:
During atrial flutter ablation procedure, output issues with the generator resulted in the procedure being cancelled. The generator indicated an output of 0 watts. After several restart cycles, the generator began to ablate normally and then dropped to 0, with normal temperature and impedance values. The catheter was replaced but this did not resolve the issue so the procedure was cancelled with no adverse consequences to the patient. The procedure will be rescheduled.

Event description:
This report includes the physician's name.

Manufacturer narrative:
One ampere¿ rf ablation generator mn h700489 and sn (B)(6) was received for evaluation. Review of the attached system log files shows multiple ¿rf board: io failure for zero power check¿ errors on the reported event date. These errors could have contributed to the reported symptom, which are consistent with an intermittent rf/mn board assembly. Based on the information provided to abbott and the investigation performed, the reported was isolated to an intermittent rf/mn board assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.